Event description:
It was reported that during the implant procedure, the physician was not able to implant the right ventricular lead due to the patient's difficult access. It was also noted the lead insulation appeared to be damaged during the implant attempt. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).